Event description:
Baxter pump (B)(6) running heparin was not infusing medication. Rn reports occasional upstream occlusion alarms but no other indication that pump was not infusing. Heparin dose had been progressively increased to attain therapeutic ptt but ptt did not change prompting staff to switch to a different pump. Once pump was changed, ptt became supratherapeutic at dose that should have been infusing. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing.